Event description:
It is reported that the pt has minor symptoms at the hip but also has elevation of blood cobalt.

Manufacturer narrative:
This report will be amended when our investigation is complete.